Event description:
Pt underwent surgery for ruptured polyurethane implant and reconstruction of breast. Pt complained of extremely tight malpositioned capsule on the right. Surgeon report notes that on removal, there were no identifying features on the gel filled implant and that it was clearly ruptured. Pathologist report notes 412 gm grossly ruptured discoid breast implant containing sticky yellow gelatinous material which exudes from and covers the surface.